Event description:
Procedure: thoracic. According to the reporter: the housing on the handle fell apart on the first squeeze and the sulu did not fire completely. Some bleeding and some tissue damage occurred which was over sewn. A new device was opened to finish the procedure.

Manufacturer narrative:
(B) (4). (B) (4).